Event description:
It has been reported to philips the device charger has failed.

Manufacturer narrative:
Remote service was provided. The reported complaint was confirmed as the device would not charge, the customer checked the output of the power which showed 0v. The engineer viewed photographs which are not available and determined the cause was wear and tear on the device charger cable. The customer was provided information regarding the part number details to replace the charger. The device remained at the customer site. Based on the information available, the cause of the reported problem was wear and tear on the device charger cable. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The engineer provided their findings however we are unable to confirm the final disposition of the device because the customer is required to order a replacement part. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.